Event description:
The technician alleged that the brakes are not holding at the head end of the bed. No injury reported.

Manufacturer narrative:
The technician found the plastic bushing on the head brake steer linkage bar is broken. The technician replaced the plastic bushing on the head brake steer linkage bar to resolve the issue.